Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella cp support. An echocardiogram was performed and impella cp was noted to be flipped and near the papillary bed. Several attempts were made to reposition but was not successful. The patient was brought to operting room. When the patient was turned to plan rolling board to transfer the patient, impella flow dropped with suction. Several attempts were made to resolve suction but was unsuccessful. The decision was made to replace the existing impella cp with a new impella cp to restore some flow to the patient. The patients outcome is critical.